Event description:
Patient called alleging that the test does not start. Patient experienced symptoms; however, unknown what symptoms were. Patient has adequate amount of blood sample on the test strips and the technique is done properly. Customer service was unable to resolve the issue and sent patient a new meter.